Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an allegation of premature battery depletion. No adverse patient symptoms were reported.